Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information and product; however, requested information and product have not been provided. Additional follow-up will be done to obtain additional information. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the silent nite device. The patient had reaction on the mucous membrane and cheeks. The patient had been using the device for about 3 months before experiencing the issue.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned guard. The edges of the device were smooth. No major cracks were found and the layers were intact. There was a slight discoloration in the color of the guard. The device was returned very clean and in good condition. A review of the material lot was performed and no non-conformances were found. A series of testing were performed on a similar device. The device (model variant) was evaluated for cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article showed no evidence of causing cell lysis or toxicity. There was no erythema nor edema observed. There was no evidence of the device causing delayed dermal contact sensitization, nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.